Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump was reported to have experienced a primary audible alarm. It was also reported that the device requested a passcode. There were no adverse events reported.